Manufacturer narrative:
Date sent to FDA: 10/12/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-07062019-0000448838 submitted for adverse event which occurred on (B)(6) 2009. Mwr-07062019-0000448839 submitted for adverse event which occurred on (B)(6) 2010. Mwr-07062019-0000448840 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2009 during which the surgeon noted multiple dense adhesions of omentum and bowel up to the mesh anteriorly. The mesh was densely adherent to the abdominal wall requiring tedious dissection to remove. The liver was densely adherent to this mesh superiorly. There were dense adhesions in the pelvis, which were not touched because of being outside the field of the mesh. Multiple adhesions of both bile and omentum to the mesh. Care was taken to remove all portions of mesh in its entirety. A portion of the mesh was sent for culture and sensitivity and for identification pathologically. It was reported that the patient underwent partial removal surgery on (B)(6) 2010 during which the surgeon noted an opening was noted in the upper abdomen just to the right of midline in an area approximately 5-6 cm superior to the level of the umbilicus and 3 cm lateral to the midline. Tract was probed. An opening was made following the tract superiorly in a diagonal fashion towards the epigastrium. Once down to the level of the fascia, there was found to be residual small pieces of mesh. These were within the abdominal wall fascia. The tracking of the sinuses extended also to the left of the midline and somewhat inferiorly. All evidence of abnormal sinus tract and foreign body were completely removed. This necessitated removal of portions of the abdominal wall in the epigastrium. Multiple adhesions of the omentum and bowel. It was reported that the patient underwent additional removal and revision surgery on (B)(6) 2013 during which the surgeon noted complications included findings of the fascia and rectus as too thin to support planned rives stoppa retrorectus repair of the diastasis recti, so underlay mesh repair had to be elected instead. Adhesiolysis of omentum and bowel from posterior fascia and removal of infected mesh and suture from the abdominal wall. It was reported that the patient experienced severe pain, nausea, inflammation, infection treatment and recurrence. No additional information was provided.